Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.